Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the pump was beeping because it was empty. The pump had been beeping since (B)(6) 2015. The patient noted that the health care provider (hcp) keeps rescheduling her and she did not get to see him when she was supposed to; her appointment was rescheduled to (B)(6) 2015. The patient had multiple sclerosis and could hardly walk. She could not keep having the pump go empty and be without medication. The drug delivered via the device system was unknown. There was additional information reported regarding dissatisfaction with the pump and the pump sticking out that was not relevant to this event and therefore was omitted.